Event description:
It was reported that a malfunction code, identified as malf 15, was displayed on the customer's device. There was no adverse impact to the customer's blood glucose level. Technical support provided the customer with pump reset information and assisted with resetting the device. Following the reset, the malfunction code did not recur, and the customer continued to use the pump as instructed, with an understanding to call back if the issue reappeared.